Event description:
It was reported that during a cholecystectomy procedure, the staples protruded when the lever of the device was grasped. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.